Manufacturer narrative:
The modification of the section d#1 has been completed.

Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Meanwhile, we cannot rule out the possibility that this event was caused by either other intraoperative factors or other factors related to postoperative management. Because this product (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation, the cause of the adverse event has not been specified. The package insert states in the following section: precautions: use of this product in patients predisposed to asthma, hives, or other allergic reactions should be evaluated prior to use. This product has no antimicrobial properties. Any decision regarding the use of an antibiotic or other therapies when using this product should be made based upon the patient's risk of infection. Applying excessive amounts of the material may cause tenderness and irritation of the socket. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent tooth extraction for the patient's tooth number 8 which was an impacted tooth. The oral surgeon in charge of the patient implanted this product into the open wound formed after the tooth extraction. After the surgery, however, the product remained in the lesion without being absorbed. Eventually being recognized as a foreign substance by the patient's body, the product came to emit offensive smell. At the same time, the patient complained of a severe pain at the surgical site. The oral surgeon carried out second surgery and removed this product. According to the oral surgeon, the severe pain the patient had complained of at the surgical site was eliminated on the day following the second surgery.